Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected battery out limit alarm was noted. The insulin pump passed the functional testing and no unexpected no delivery alarm was noted. No error alarms occurred during testing. However, an alarm was noted in the history screen due to corrupted history file. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.